Event description:
Pharmacist of the facility reported to baxter (B)(4) of a perfuseur elbiol solution administration set in which operator found the roller clamp of the flow regulator is not accurate enough. The reported condition occurred during infusion. The patient was connected to the set elbiol on (B)(6) 2012 at 8:00 pm. The patient died on (B)(6) 2012 at 7:30 am. The pharmacist reported that there was no relationship between the patient's death and the use of administration set. The patient's physician stated the cause of death was due to cardiac arrest in an aging process. Based on this the death has been determined not to be causally related to the baxter device malfunction captured in this medical device report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition wasn?t confirmed during sample evaluation. One companion sample was available for evaluation at the plant. No defect was observed during visual inspection and the functional test. No other test was performed. The roller clamp of the returned set was working within specification. Additional information: a labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.